Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the central control monitor (ccm) to lab use only (luo) testing equipment. The ccm booted up successfully. The screen backlight was on and all the on-screen information was legible. There were no distortions or indications of instability observed. The pst left the monitor on overnight, and the screen remained legible. The cable at the back of the ccm was flexed at the strain relief and no disruptions were observed. It was determined that the ccm met specification. The service repair technician (srt) duplicated the reported complaint. The srt replaced the peripheral connect interface (pci) bus cable. Release testing was performed. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during the use of the device for a non-clinical activity, the central control monitor (ccm) display was going blank. There was no patient involvement.

Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported complaint. He replaced the ccm. The unit operated to the manufacturer's specifications.